Event description:
Device 2 of 2 (refer to manufacturer's report number 1627487-2008-00024 for device 1).

Manufacturer narrative:
Evaluation for device 2 of 2 (refer to manufacturer's report number 1627487-2008-00024 for device 1). Eval method: device history record and sterilization records were reviewed. Results: all records reviewed were found to meet specifications. Conclusions: the device was returned for evaluation which is in progress. A final report will be submitted when the evaluation is complete. Ans, inc. Has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans, inc. Defers to the patient's physician regarding medical history.